Event description:
Pt's blood pressure dropped dramatically, when surgeon drilled into l5. Anesthesiologist administered IV medication to restore to normal levels.

Manufacturer narrative:
The code was selected with "other" meaning that the inspection records, testing, lot records, training, etc. Were eval. The results of this investigation point to a deviation from the surgical technique being the most likely contributor to this event. There are prior instances of similar events that have been reported. The MFR is reporting those where intervention was done to restore blood pressure. The MFR is taking preventive actions to further accomodate a wider variation in technique. The MFR is considering possible labeling clarification, design enhancement, and training enhanacement.